Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple devices required a full download. The customer reported that patient information was not crossing over correctly and medication dispenses were not appearing for patients. Review of the hsv indicated that the affected devices required a full download. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required a full sync. A field service engineer (fse) performed a station sync and adjusted the network setting to half duplex, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.